Event description:
As reported to coloplast though not verified, pt was implanted with retorelle a trap mesh and minitape o urethral sling. Later the pt experienced pain, mesh erosion, spotting, bleeding and dyspareunia. Trimming and excisions of the mesh with mucosal reapproximation were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.